Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although no sample was provided for further evaluation, all available information was forwarded to our supplier for further evaluation. Based on the supplier's statement, the supplier reviewed their manufacturing process and were able to observe inconsistencies during the assemble process. It was determined that the issue of leaking is due to insufficient glue when adhering the molded ends to the tube. The supplier is currently generating new visual pictures and written instructions to aid during the assembly process. All operators involved with the assembly process will be trained to these new procedures. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer reported two different issues with the blood tubing leaking from one side or the other. No injury reported.